Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned within its original box however the tray was found sealed. The device presents a crack in its original tray near the rear part of the gauge of the encore device compromising the sterility of it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the package was compromised. During unpacking of an encore balloon catheter inflation device, the plastic packaging was noted to be cracked. No patient was involved.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the package was compromised. During unpacking of an encore balloon catheter inflation device, the plastic packaging was noted to be cracked. No patient was involved.